Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Lips get caught [lip injury]; lips get caught between brush head and brush holder [injury associated with device]; I suspect that these are fakes - oral-b brushheads [suspected counterfeit product]; entire brush head came off after about 10 seconds [device breakage]; the bristles were completely worn out after just a solid week of use [device physical property issue]. Case description: a consumer of unspecified age and gender reported via e-mail on (B)(6) 2016 that the entire oral-b flexisoft brushhead came off after about 10 seconds while used with an oral-b rechargeable toothbrush, version unknown. Furthermore, with a different brush head, the bristles were completely worn out after just a solid week of use and the consumer's lips kept getting caught between the brush head and brush holder when he/she brushed. The consumer suspected that these brush heads were fakes. The case outcome was unknown. No further information was provided.

Manufacturer narrative:
On 24-aug-2016 product investigation results: the reporter returned ten toothbrush heads on 04-aug-2016. Toothbrush heads confirmed to be counterfeit.

Event description:
Lips get caught [lip injury]; lips get caught between brush head and brush holder [injury associated with device]; product counterfeit [product counterfeit]; entire brush head came off after about 10 seconds [device breakage]; the bristles were completely worn out after just a solid week of use [device physical property issue]. Case description: a consumer of unspecified age and gender reported via e-mail on 22-jun-2016 that the entire oral-b flexisoft brushhead came off after about 10 seconds while used with an oral-b rechargeable toothbrush, version unknown. Furthermore, with a different brush head, the bristles were completely worn out after just a solid week of use and the consumer's lips kept getting caught between the brush head and brush holder when he/she brushed. The consumer suspected that these brush heads were fakes. The case outcome was unknown. No further information was provided.